Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received failed battery alarm and blank display. The customer¿s blood glucose level was 167 mg/dl. The customer¿s mother stated that they had a received an error in the battery and changed the battery and everything, it turned off and didn't turn back on. The troubleshooting was performed and was advised to insert the new battery and the display returned. It was reported that the customer had weak battery and was instructed to clear alarm by pressing the esc or act button. It was reported that they continued to troubleshooting for the failed battery test alarm and was advised if not aligned or tightened the pump may alarm failed battery test. Customer received failed battery test. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.